Event description:
Kiwi vacuum used for vaginal delivery at hosp. Thirty seven week gestation. Significant "coning" of head noted. Fetus in occiput posterior position at +2 station three "popoffs", four applications total. Dates of use: one day in 2006. Diagnosis: #1 alleged bradycardia, #2. Ineffective pushing.